Event description:
The customer tested her blood glucose using her contour and elite xl meters. The contour read over 400 mg/dl, while the elite xl read around 200 mg/dl. If the contour meter read 412 mg/dl or higher, the difference between the readings would fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.